Event description:
(B)(4). Provider states the enduser brought the front rigging to the provider and they were broken.

Manufacturer narrative:
Additional information will be added as it becomes available.